Event description:
A potential unintended valve setting change involving a polaris valve has been report at strasbourh hospital in france. At thi sstage, available information is limited. The exact circumstance of the event, the conditions under which the unintended valve setting and the clinical outcome, the reference of the valve, and the date of event are currently unknown. Additional information is expected to allow further assessment and investigation of the incident.